Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of 3 access sites in the right common femoral vein (rcfv) for an a-fib procedure. In the 16f access site, the pre-close technique was used. The 8.5f and 10f sites were closed post a-fib intervention. In one of these post-closed sites, the suture was deployed without issue; however, there was difficulty removing the device as the foot would not close completely. After cycling the lever a few times and manipulating the device, it was simply withdrawn from the patient anatomy without causing any vessel damage. The suture from the same device was used to achieve hemostasis. In the other access sites, prostyle devices were successfully deployed and used to achieve hemostasis without any issues. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.